Manufacturer narrative:
Calibration results did not indicate an issue. Qc results did not indicate any performance issue of the reagent. The field service engineer rebuilt the syringes, replaced the sipper and vacuum nozzles and then verified the alignments. He replaced the sensor for the ise or ion-selective electrode sampling line errors and performed adjustments to the ise sampling line and probe. He performed the ise system wash and then replaced the internal standard and dilution. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The qc and calibration results are within specified ranges. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 na result for a patient tested on a cobas 8000 ise module. The user reported an ongoing negative bias issue they have with sodium tests on the ise module. One patient sample had an initial result of 125 mmol/l. This result was released outside the laboratory. The provider questioned this result which prompted a rerun of the sample. The same sample was then rerun on their siemens dimension analyzer. The repeat result was 132 mmol/l. The repeat result was deemed to be correct. The electrode lot number and expiration date were asked but not provided.